Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The lens had excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -05.50/+0.5/104 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was reported as excessive vaulting and remained implanted. Cause of the event was unknown. Additional information has been requested but none has been forthcoming. D2: common device name: phakic toric intraocular lens, product code: qcb. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5: on (B)(6) 2024, the lens was exchanged for a shorter lens. This resolved the problem. Claim#: (B)(4).